Manufacturer narrative:
Additional information: b5: lens was implanted into the patient's right eye (od). Lens exchanged due to refractive change overtime. Reportedly, "low vault resulted in rotation." Lens was removed and replaced for a spherical lens and the problem was resolved. Cause of the event was "device" and "other." The reporter noted that the device did not fail to perform as intended. Status of the eye is reported as "deep and quiet." Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H3: device evaluation: lens returned in liquid in a vial. Returned product evaluation found no visible damage to the lens. H6: work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that 12.6mm vticm512.6 implantable collamer lens of a -10.5/2.0/092 (sphere/cylinder/axis) was implanted into the patient's eye on 02-mar-2023. On (B)(6) 2023, the lens was removed due to lens rotation.